Manufacturer narrative:
Correction: date. Evaluation completed. One opened bl5223w pack from lot w0611 was returned. The expiration date on the label was 2019-apr-27. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected, and no defects were found. A functional test was performed using a stellaris pc system. The cutter did not cut. The inner needle was binding up and not advancing into the port. Due to evidence of use, the cause of the bent needle and the blockage cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. CAPA 610815 was closed on 06 july 2018 but was still open when lot w0611 was manufactured. Per CAPA 610815 the vitrectomy tubeset used on the stellaris pc packs and standalone pouched vitrectomy cutters was replaced with a new vitrectomy tubeset. The new vitrectomy tubeset provides a greater operating range between the pressure required to close the vitrectomy cutter inner needle and the pressure required to open the vitrectomy cutter inner needle. The vitrectomy tubeset enhancement was implemented on the impacted pc packs and pouched accessories, including bl5223w. The first lot of bl5223w that was built with the vitrectomy tubeset enhancement was lot #w2087 in june 2018. Any bl5223w product with lot no. W2087 or higher will include the vitrectomy tubeset enhancement. A review of the complaint database revealed no other complaints have been submitted against lot# w0611. Investigation complete. Report 2 of 2 see 1920664-2019-00016.

Manufacturer narrative:
The sterilization and lot history records were reviewed and found to be acceptable. Further investigation underway. Report 2 of 2. See 1920664-2019-00016.

Event description:
The user facility in (B)(6) reported the vitrectomy cutter could not cut during surgery. Aspiration continued when the cutter stopped. There was no impact to the patient.